Event description:
It was reported that the micro saggital saw ran without user activation during a case. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon evaluation, the sockets were found to be corroded and widespread component wear/damage was discovered.